Manufacturer narrative:
Company rep evaluated the unit. Corrections included replacement of the unit's co2 module. Unit was calibrated and safety tested to factory's specifications.

Event description:
Customer reported an issue with the paassport 2 monitor which may have affected co2 monitoring. No pt injury was reported.